Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her blood glucose was 458mg/dl, she keeps getting a message to calibrate and caller cannot calibrate blood glucose so high. The customer reported that since she knows the blood glucose were coming back down, that she will leave it as is, but took note on how to do it. Patient's blood glucose at time of incident was 413 mg/dl. Patient's current blood glucose was 453mg/dl. The customer treated it with bolus. Based on customer report customer does not allege pump was under delivering. The customer reported that she did not want to continue with the high blood glucose protocol, because she knew the reason for the high blood glucose was that she suspended her pump intentionally, and failed to resume after her bath. The customer was explained that the course of action for the call would be to guide through the protocol for troubleshoot the high blood glucose, as well as finding a way to get the pump to stop beeping with blood glucose required. The insulin pump will not be returned for analysis.